Manufacturer narrative:
Additional information: b5 upon review of the available information, it was determined that the patient was completing continuous ambulatory peritoneal dialysis (capd) only. The patient was admitted to the hospital on (B)(6) 2023 and diagnosed with peritonitis. The patient has never used liberty cycler supplies and has only been a capd patient. Upon additional information received, it was determined this is not a reportable event. There was no patient involvement, serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2023-01589.

Event description:
On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2023 due to peritonitis. On (B)(6) 2023, new information was received and reviewed. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that this patient was completing continuous ambulatory peritoneal dialysis (capd) only. The patient was admitted to the hospital on (B)(6) 2023 and diagnosed with peritonitis. The patient has never used liberty cycler supplies and has only been a capd patient. The reported event(s), involving use of a capd product(s), falls under the scope of s102857-01 (processing drug adverse event complaints) for pharmaceutical complaints. Upon review of the available information, there is no allegation or indication that a serious patient injury or death, or other adverse event(s) was associated with the use of, or malfunction/deficiency with a fresenius medical device(s). Therefore, the reported event does not require further complaint handling under the manufacturer for medical device and the completion of a clinical investigation is not warranted at this time. For the handling and processing of pharmaceutical complaints, please refer to s102857-01 (processing drug adverse event complaints).

Event description:
On 12/oct/2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2023 due to peritonitis. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event are known.